Event description:
The pt had two vein grafts anastomosed with aortic connectors to the om and 1st diagonal. Four days postoperatively, angiogram showed patent grafts. The pt developed angina and angiogram revealed both grafts were occluded. Angioplasty was performed on the marginal branch. Antiplatelet therapy (clopidogrel) was initiated following the angioplasty for three months. The pt was reported to be doing "okay". The date of the angioplasty is unknown at this time.